Event description:
There was a customer involved in the event. This device was used in the sca of a 36 (B)(6) male. The user reported that the patient was found lying in the road after being electrocuted by 11,000 volt lines. Was receiving CPR by two other people when I arrived approximately 3 minutes after power was cut. The pads were placed from the AED on the man's chest and followed the machine instructions. There was no sinus rhythm so he received a shock which started his heart. The user reported that the pad device failed to download the info from the event.

Manufacturer narrative:
On receipt of the pad device the memory was downloaded and it revealed events 1 to 6 occurred between (B)(6) 2011. Events 7 to 13 have an incorrect date and time. The reported download fault was not found. After the memory was downloaded it was discovered that the real time clock in the device was not incrementing. It was considered likely the clock became corrupted as a result of the unsuccessful attempts made by the user to download the memory. The pad device operated correctly during the treatment of the patient. A shockable rhythm was detected and the shock was correctly advised, administered and appeared to restore normal sinus rhythm to the patient. Routine inspection confirmed no fault with this device. The memory was downloaded from the device during saverevo without a problem. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.